Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-04455 / 04457 and 07085 / 07086).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility and elevated metal ion levels. Subsequently, legal counsel reports patient underwent revision procedures in 2007. (B)(6) 2013 and (B)(6) 2014. A review of the invoice history confirmed the initial surgery date; however, revision invoices located indicate patient underwent revision procedure on (B)(6) 2010 and (B)(6) 2014. During the revision procedures, the modular heads, taper adapters and acetabular components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient underwent a right total hip arthroplasty on (B)(6) 2010. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2012 was due to seroma and swelling. The patient¿s operative report noted fluid. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to periprosthetic femur fracture. The patient¿s operative report noted a loose stem. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to a fractured taper. The patient¿s operative report noted broken stem and metal debris. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2014 was due to an unstable hip and dislocations. The patient¿s operative report noted loose cables. Further information in patient medical records noted competitor components implanted on (B)(6) 2013. There has been no reported revision for the right hip.